Manufacturer narrative:
A4 is unknown. Investigation summary: no product was returned for investigation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in cardiogenic shock was escalated from an impella cp to an impella 5.5 for care escalation. The impella 5.5 was successfully via the right axillary artery, and the impella cp was explanted without complications. On day 6 of impella 5.5 support, it was reported that the patient experienced hematuria and melena. Systemic anticoagulation was withheld. A colonoscopy was performed and revealed the patient had ischemic colitis from myocardial infarction. Additional information regarding the impella cp is unknown, and the final patient outcome is unknown.